Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 4:00pm, the cgm values started going low and remained in the 60s mg/dl. The pediatric patient's parent attempted to stabilize the cgm values; however, it would drop into the 60s mg/dl after the patient ingested food, sugar, and juice that was provided by his parent. The patien'ts parent contacted the patient¿s doctor who instructed the parent to take the patient to the emergency department. No symptoms were reported, and no bg was performed at home, but the patient¿s ketones were checked which were 3.1. Upon arrival at the emergency department (ed), a bg was performed which was 814 mg/dl. The patient was treated with IV saline and the parent administered insulin as instructed by the ed physician. Unspecified blood tests were performed which indicated the patient had not sustained any internal damage. The patient was released home. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).